Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that, the patient experienced issue of infusion set's cannula being crimped on (B)(6) 2024. The site of location was located at abdomen. The issue was noticed after the set had being in use on the first day. No further information available.